Event description:
It was reported, postoperatively, the patient presented to the hospital with cardiogenic shock and an echo revealed thrombus in the atrium above and below the valve. The valve was removed and replaced with another manufacturer's valve. Additional information has been requested.